Event description:
Reporter indicated that the serial connector cable to his vns therapy programming handheld was not operating properly, in that it was loose in its connection with the handheld. Handheld and cable were subsequently returned to manufacturer for analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.